Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Customer also reported that the numbers on the insulin pump started scrolling while trying to deliver a bolus. Customer's blood glucose level at the time 179mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm or scrolling numbers noted. Insulin pump received with cracked case on display window corners, cracked lcd window, minor scratches on lcd window and cracked reservoir tube lip.